Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was received unfired and with the cartridge pan detached at left proximal side. Additionally, 16 drivers were noted to be out of position and missing, making the reload non-functional. No conclusion could be reached on what caused the pan to dislodge or what caused the drivers to be out of its intended position and missing. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap lobectomy, the reload could not be loaded into a pse60a. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep confirmed that the metal joint part of the reload came off.